Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink continu-flo solution set leaked from the white round valve on the tubing. This occurred while infusing a chemotherpeutic drug. There was no report of patient injury or medical intervention associated with this event. Additional information was requested, but is not available at this time.